Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the air removal step and was using cold insulin. Tandem technical support educated customer regarding the use of room temperature insulin and the air removal step. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.